Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient underwent tka due to oa. Left knee was (B)(6) 2014. Implant alignment and rom were good condition after these surgeries. Since (B)(6) 2014, both knees started to swelling. Color of joint fluid was green (yellow). There was no adverse consequence for her skin. Specific cause was not found through a pathological examination. She has no plan to revision surgery at this time. Arthroscopic surgery is planned. The surgeon says there is possibility that the patient has metallic allergy. Also, he requests us that same event information and literatures.

Event description:
The patient underwent tka due to oa. Left knee was (B)(6) 2014. Implant alignment and rom were good condition after these surgeries. Since (B)(6) 2014, both knees started to swelling. Color of joint fluid was green (yellow). There was no adverse consequence for her skin. Specific cause was not found through a pathological examination. She has no plan to revision surgery at this time. Arthroscopic surgery is planned. The surgeon says there is possibility that the patient has metallic allergy. Also, he requests us that same event information and literatures.